Event description:
IT WAS REPORTED THAT DURING THE POST-IMPLANTATION ELECTROCARDIOGRAM (ECG), IT WAS REVEALED THAT THERE WAS LACK OF ATRIAL CAPTURE WITH EVIDENCE OF VENTRICULAR CAPTURE, AND THIS RIGHT ATRIAL (RA) LEAD WAS DISLODGED. THE CHEST X-RAY CONFIRMED THE DISLODGEMENT OF THE ATRIAL LEAD INTO THE RIGHT VENTRICLE. SUBSEQUENTLY THIS LEAD WAS REPOSITIONED AND UPON DEVICE INTERROGATION, IT WAS NOTED THAT THERE WAS EXCELLENT BUNDLE BRANCH CAPTURE OF THE VENTRICULAR LEAD, WITH OPTIMAL IMPEDANCE, SENSING, AND THRESHOLD VALUES. THIS LEAD REMAINS IN SERVICE. NO ADVERSE PATIENT EFFECTS WERE REPORTED.

Event description:
It was reported that during the post-implantation electrocardiogram (ECG), it was revealed that there was lack of atrial capture with evidence of ventricular capture, and this right atrial (RA) lead was dislodged. The chest X-ray confirmed the dislodgement of the atrial lead into the right ventricle. Subsequently this lead was repositioned and upon device interrogation, it was noted that there was excellent bundle branch capture of the ventricular lead, with optimal impedance, sensing, and threshold values. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
With the available information, Boston Scientific cannot confirm the clinical observation due to the lack of product return. A Risk Review of DISLODGED OR DISLOCATED could not be completed using risk documentation because the product family is unknown; however, typically this AR Code is accounted for during product development to support acceptable risk benefit for this type of product. No Serial or lot number was provided, therefore a DHR-Review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the Device History Record (DHR) Review. A labeling review could not be completed because the product family is unknown. If the necessary information becomes available, the investigation record will be updated accordingly. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of No Problem Detected.